Event description:
The guidewire became entrapped in the coronary artery stent and during withdrawal of the wire, the tip broke. The tip and stent remained in the right coronary artery. The patient was taken for emergency open heart surgery and the wire and stent were removed. The patient received bypass grafts to the right and posterior descending coronary arteries. The patient had an uneventful recovery and was discharged on post operative day four.